Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 35 mg/dl. Customer also had high blood glucose at 418 mg/dl. Customer was found unconscious due to low blood glucose. Customer declined troubleshooting. Customer will not be returning the device for analysis.